Event description:
Hcp reported pt presented in 2001 with signs of an infection of the device pocket and lumbar region. These include redness, swelling, drainage, pain, incisional wound opening, and pocket erosion. Cultures of the device pocket and lumbar region showed no organisms cultured. The pt was treated with wound packing. Hcp reports pt's infection resolved. No report of device explant.